Event description:
It was reported that no sensing was observed. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the products actual performance and this report only represents an enhancement to the reporting criteria going forward. The damage found was sustained during the surgical procedure. The lead was otherwise normal.